Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. As rec'd, the charger was unable to recognize a battery. Upon eval, ther was corrosion on the battery board contacts and the q1 transistor and u13 8-bit cmos flash micro-controller were shorted. The cause of the inability to recognize a battery pack is the corroded battery board contacts and shorted components. The root cause of the corrosion and shorted components could not be positively identified but was likely liquid ingress of a unk contaminant. Device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation, extensive contamination was discovered inside the monitor. Corrosion was found on components u407, j1001, j601, j502, u1008, c508, j501, the belt receptacle assembly, the battery connector, sd card and holder, and the jtag board. The inability to power on was the extensive corrosion. The cause of the corrosion was the contamination. The root cause of the contamination was unable to be positively identified but is likely due to ingress of an unk substance. No adverse event resulted from the contaminated charger/modem and monitor. The pt rec'd a replacement charger/modem and monitor. Device manufacture date: sn (B)(4); sn (B)(4): 08/2011.

Event description:
A (B)(6) male pt contacted a zoll pt service rep (psr) to report that his charger/modem and monitor were not working. Zoll technical support was notified and issued the pt a replacement charger/modem and monitor.